Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 29 mm sapien 3 valve in the aortic position via transfemoral approach, the balloon ruptured on deployment of valve. The implanter agreed it was due to lvot calcium. The valve was successfully implanted and functioning well. Resistance was felt when removing the device through the esheath, but eventually was pulled in. However, it was observed the clear plastic liner had split. Delivery system was retrieved without vascular injury and bleeding did not result in a transfusion being needed.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information base on the device evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and component code. Added new information to h.6 type of investigation and investigation findings the commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Patient's 3mension imagery and cine of balloon inflation inside the patient was provided by the site for evaluation. Review of imaging and video revealed the following patient calcification present in lvot and balloon burst after complete deployment of the valve. All inspections are conducted on 100% of the units. Per procedure, the delivery system is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, and no IFU/training deficiencies were identified. The complaints for balloon burst and difficulty or inability to withdraw system through sheath was confirmed through image evaluation. However, no manufacturing non-conformance was identified during the review of the manufacturing records (DHR review). An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per reported, the implanters agreed that balloon ruptured during valve deployment due to calcification in patient's lvot. Additionally, the provided 3mensio report revealed calcification in the annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. A technical summary applies to this complaint event and no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation or a corrective preventative action (CAPA) is not required.